Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe wit tip protector in a tray was received for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be nonconforming for actuation and cut and conforming for aspiration. The probe was disassembled and the components inspected. Nominal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was detached from coupling at the bonded area. Wear marks at bend area on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that sample was found functionally conforming for aspiration however the investigation concluded that the root cause of the reported cut failure is company manufacturing related, caused by cutter/coupling detachment. A nonconformance record has been opened to trend the defect of cutter/coupling detachment. No further investigative or manufacturing actions are warranted at this time for report of aspiration failure as the returned sample met specification. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that port remained closed and could not open, making it impossible to perform cutting and aspiration functions during the vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no impact to the patient.